Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received for evaluation were one conquest catheter, cq75104 and one cordis avanti assembly and the shaft end. The proximal end, shaft and the polyimide were torn. The other piece received was the balloon stuck inside of the 7f introducer with a black marking at the proximal end as in a radiopaque tip. The balloon was separated from the distal end of the introducer. A shaft separation was found just proximal to the proximal glue bond. Sticking proximally from the glue bond was 3.5cm of the polyimide. The port holes were inspected visually, were of the correct shape and there was not any debris or particulate inside the balloon that would cause a deflation defect. The proximal end of the balloon that was protruding from the distal end of the introducer was squeezed, leaked out a pinhole in the proximal mid-body of the balloon. It is unclear if the shaft separation caused the introducer passage difficulty or if the forceful attempted removal caused the shaft separation. Due to the sample condition, manufacturer was unable to reproduce the original reported problem. The result of the investigation was confirmed, root cause unknown. Although this product line is now labeled with a 3 year shelf life, the device involved in this event was labeled with a 1 year shelf life. The expiration date on the label was july 2006. Therefore, the device was used after the expiration date. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported during an angioplasty of a left arm a/v fistula, the balloon was difficult to deflate and the doctor could not pull it into the 7 fr sheath. The doctor removed the sheath and balloon separately, with difficulty. Reportedly, the patient had a small to medium hematoma due to the manipulation.